Manufacturer narrative:
Serial number and UDI number were not provided by the customer. They will be reported with the follow up report.

Event description:
It has been reported that device speakers are not functioning correctly.

Manufacturer narrative:
Issue related to customer satisfaction and was reported in error.